Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose and insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 84 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value by eating something sweet or drink small glucose liquid. Customer stated the transmitter hasn't been communicating well over the last month. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.